Event description:
A nurse reported the unit displayed a system message during a case. A second footswitch was attempted but the same issue remained. The system was then switched out and the case was completed. There was a reported delay of 15-20 minutes. There was no pt impact reported.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported problem. The representative then replaced the footswitch cord and will send it in for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).